Event description:
It was reported that the customer experienced a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support confirmed recurring cartridge alarms and decided to replace the pump. During the follow-up, the customer was informed that they would receive a replacement pump with updated software. Customer will continue to use current pump for insulin delivery.